Manufacturer narrative:
Correction: a medtronic representative reported that it was unknown how old the scan was. The issue occurred well into the surgery at which point navigation was not needed due to the large size of the tumor. The surgeon noticed that the navigation was inaccurate posteriorly by 1-2cm. Three documented attempts were made to retrieve the software logs without success. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative noted that everything checked out ok after several tests with my bert head model. Accuracy was spot on. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. (B)(4). There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged their navigation system became 2-3 centimeters inaccurate. The patient was re-registered several times without success. The surgeon noted being accurate until getting to the sphenoid where the tumor was, then became inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.